Event description:
It was reported that 48 hours after insertion, the pump alarmed "gas loss", blood was noted in the gas tubing. The iab was removed and not replaced because the pt no longer needed iabp therapy. There were no pt complications.